Event description:
It was reported that the ICD exhibited premature battery depletion. On (B)(6) 2024, the device was explanted and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).